Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet device¿s display developed a small hairline crack, while the screen remained operational and not sharp enough to cut, and the user declined replacement to avoid device relearning. Symptoms included no reported injury or skin laceration. Outcomes included continued device use without interruption or clinical impact. Investigation included complaint intake, user counseling, and documentation for monitoring. Investigation of this case revealed a cosmetic or minor physical damage to the screen without functional impairment or safety risk at the time of report. It was concluded that the device functioned as intended despite a minor screen crack, and no further action was required unless the condition progressed.